Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 426 mg/dl at the time of incident. The customer¿s current blood glucose value was 344 mg/dl, 388 mg/dl. The customer treated high blood glucose with insulin pump. Customer stated that the reservoir showed presence of air bubbles of soda size and was assisted on how to expulse them. No further patient complications were reported. The device will not be returned for analysis.